Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a red alert for a high out of range shock impedance measurement. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that this crt-d was programmed in triad configuration with a single coil tachy lead. Technical services (ts) discussed that the triad vector should not be used. If selected, energy will be delivered from distal coil to can and an in range shock impedance should be reported for the delivered shock, however, the device will show oor shock impedances for manual and daily measurement tests. Ts indicated the shock vector configuration must be reprogrammed to distal coil to can configuration. The decision was made to reprogram this crt-d.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.